Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 7/30/2020. H.6. Investigation: two protectors connected to a vial, one injector attached to a syringe, and two additional syringes were returned to our quality team for investigation. After visual inspection, there was no defects identified on the membrane of the protector and the protector was verified to have properly penetrated to the vial stopper. Grey particles were observed inside the vials along with several crystalized substances observed inside the syringes. Characterization testing was performed on the particles and identified them to be consistent with the rubber stopper of the vial. A device history review was performed for lot 2001112, no deviations or non-conformances were identified during the manufacturing process that could have contributed to these issues. Fragmentation testing is performed according to procedure, to evaluate any particulates generated after ten activations. Results were reviewed for the reported lot and found to be within specification. Based on the available we are not able to identify a definitive root cause at this time.

Event description:
It was reported that the protector p50 multipack experienced foreign matter contamination which was noted during use. The following information was provided by the initial reporter: etoposide: coring was found in 1 of 2 syringes.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the protector p50 multipack experienced foreign matter contamination which was noted during use. The following information was provided by the initial reporter: etoposide: coring was found in 1 of 2 syringes.